Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient got a post-operative infection and their system needed to be explanted. A surgical intervention was performed on (B)(6) 2019 and the event was confirmed to be resolved. The system was reported to have been discarded by the customer and future replacement would occur. No further complications were reported.